Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump appeared to be stuck on the fill tubing process. Reportedly, the customer already went through fill tubing multiple times to address the event. The customer reported being connected to the site during the last fill tubing process. There was no reported impact to blood glucose. The customer was able to complete the load process. However, the customer was unable to press the fill cannula process. Reportedly, the customer loaded a new cartridge using the same tubing and declined further troubleshooting with tandem's technical support.